Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of essure device; right"), pelvic pain ("pelvic pain") and bladder prolapse ("bladder or urinary problems or changes") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginal candidiasis. Concurrent conditions included obesity, hodgkin's disease, colon diverticulitis and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant) with urinary incontinence, dysmenorrhoea ("painful menstrual cycles"), arthralgia ("joint pain/ hip pain"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), myalgia ("muscle pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), fungal infection ("multiple yeast infections"), weight increased ("weight gain") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (she underwent hysterectomy to remove essure) and surgery (intraperitoneal uterosacral colpopexy,burch colposuspension.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, bladder prolapse, dysmenorrhoea, fatigue, abdominal pain lower, vaginal haemorrhage, myalgia, menorrhagia, urinary tract disorder, migraine, fungal infection, weight increased and complication of device insertion outcome was unknown, the arthralgia and back pain was resolving and the headache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder prolapse, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants were successfully placed bilaterally with 3-8 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Current weight: 240 lbs. Approximate weight at time of essure placement: 215 lbs. On (B)(6) 2016 patient had surgical pathology report resulted in - benign cervix with squamous metaplasia and nabothian cysts. Benign endomyometrium with adenomyosis and leiomyomata. Benign bilateral fallopian tubes with essure coils in place. Metallic spring-like devices are noted in the bilateral cornua of the uterus and extend into the bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of essure device; right"), pelvic pain ("pelvic pain") and bladder prolapse ("bladder or urinary problems or changes") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hodgkin's disease and colon diverticulitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant) with urinary incontinence, dysmenorrhoea ("painful menstrual cycles"), arthralgia ("joint pain/ hip pain"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), myalgia ("muscle pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), fungal infection ("multiple yeast infections"), weight increased ("weight gain") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (intrperitoneal uterosacral colpopexy,burch colposupension.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, bladder prolapse, dysmenorrhoea, fatigue, abdominal pain lower, vaginal haemorrhage, myalgia, menorrhagia, urinary tract disorder, migraine, fungal infection, weight increased and complication of device insertion outcome was unknown, the arthralgia and back pain was resolving and the headache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder prolapse, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new events: menorrhagia, bladder disorder, urinary tract disorder, fungal infection, migraine, headache, device dislocation, bladder proplapse(urinary incontinence),fallopian tube perforation, arthralgia, myalgia,complication of device removal were added. Reporter, patient demographic information, essure lot number, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), device dislocation ('migration of essure device; right'), pelvic pain ('pelvic pain') and bladder prolapse ('bladder or urinary problems or changes') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis. Concurrent conditions included obesity, hodgkin's disease, colon diverticulitis and dysfunctional uterine bleeding. Concomitant products included diazepam (valium) and sertraline hydrochloride (zoloft). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant) with urinary incontinence, dysmenorrhoea ("painful menstrual cycles"), arthralgia ("joint pain/ hip pain"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), myalgia ("muscle pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), fungal infection ("multiple yeast infections"), complication of device insertion ("complication of device insertion"), bone pain ("pain feels like my bones rubbing together") and dysstasia ("couldn't stand up straight 1st thing in morning and after sitting too long") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, intraperitoneal uterosacral colpopexy,burch colposuspension. And she underwent hysterectomy to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, bladder prolapse, dysmenorrhoea, fatigue, abdominal pain lower, vaginal haemorrhage, myalgia, menorrhagia, urinary tract disorder, migraine, fungal infection, weight increased, complication of device insertion, bone pain and dysstasia outcome was unknown, the arthralgia and back pain was resolving and the headache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder prolapse, bone pain, complication of device insertion, device dislocation, dysmenorrhoea, dysstasia, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants were successfully placed bilaterally with 3-8 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Current weight: 240 lbs. Approximate weight at time of essure placement: 215 lbs. On (B)(6)2016 patient had surgical pathology report resulted in - benign cervix with squamous metaplasia and nabothian cysts. Benign endomyometrial with adenomyosis and leiomyomata. Benign bilateral fallopian tubes with essure coils in place. Metallic spring-like devices are noted in the bilateral cornua of the uterus and extend into the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: pain feels like my bones rubbing together and couldn't stand up straight 1st thing in morning and after sitting too long. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Events pain feels like my bones rubbing together and couldn't stand up straight 1st thing in morning and after sitting too long were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), device dislocation ('migration of essure device; right'), pelvic pain ('pelvic pain') and bladder prolapse ('bladder or urinary problems or changes') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis. Concurrent conditions included obesity, hodgkin's disease, colon diverticulitis and dysfunctional uterine bleeding. Concomitant products included diazepam (valium) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant) with urinary incontinence, dysmenorrhoea ("painful menstrual cycles"), arthralgia ("joint pain/ hip pain"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), myalgia ("muscle pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), fungal infection ("multiple yeast infections"), complication of device insertion ("complication of device insertion"), bone pain ("pain feels like my bones rubbing together"), dysstasia ("couldn't stand up straight 1st thing in morning and after sitting too long") and fibromyalgia ("fibromyalgia about 15 months after implant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, intrperitoneal uterosacral colpopexy,burch colposupension. And she underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, bladder prolapse, dysmenorrhoea, fatigue, abdominal pain lower, vaginal haemorrhage, myalgia, menorrhagia, urinary tract disorder, migraine, fungal infection, weight increased, complication of device insertion, bone pain, dysstasia and fibromyalgia outcome was unknown, the arthralgia and back pain was resolving and the headache had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder prolapse, bone pain, complication of device insertion, device dislocation, dysmenorrhoea, dysstasia, fallopian tube perforation, fatigue, fibromyalgia, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants were successfully placed bilaterally with 3-8 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on 01-dec-2009: results: total bilateral occlusion. Current weight: 240 lbs. Approximate weight at time of essure placement: 215 lbs. On (B)(6) 2016 patient had surgical pathology report resulted in: benign cervix with squamous metaplasia and nabothian cysts. Benign endomyometrium with adenomyosis and leiomyomata. Benign bilateral fallopian tubes with essure coils in place. Metallic spring-like devices are noted in the bilateral cornua of the uterus and extend into the bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: pain feels like my bones rubbing together and couldn't stand up straight 1st thing in morning and after sitting too long. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event" fibromyalgia¿ was added. Reporter was added. On (B)(6) 2020: information received via social media. No new clinical information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), arthralgia ("joint pain"), back pain ("lower back pain"), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding") and fungal infection ("multiple yeast infections"). The patient was treated with surgery (she underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, arthralgia, back pain, fatigue, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, fungal infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.